Event description:
It was reported that the camera head image was distorted and could not get the white balance right. The issue occurred during a therapeutic procedure for laparoscopic gastric reduction surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image was distorted and could not get the white balance right. The issue occurred during a therapeutic procedure for laparoscopic gastric reduction surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the cause of the failure could not be identified. A device history review of the current product was conducted, and no problems were found. Instruction for use (IFU), it states: the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following description is found in the instruction manual "usage adjustment of color tone". ·when replacing the endoscope or camera head, be sure to perform automatic white balance correction. Accurate color reproduction may not be possible. Olympus will continue to monitor field performance for this device.